Event description:
The following has been reported: biomed reported: we have a ivenix pump that seems to have a display issue. Model: lvp-0004. The s/n is (B)(6). Staff reported: "pump screen is on but screen becomes blank and latch doesn't open". Staff was able to confirm this by powering on the pump and the screen came up to the normal demo screen. Staff left the pump powered on and plugged into ac for a couple of hours and now the screen is all white and blank. Staff was able to power it off and reboot it by pressing and holding the power button for about 15 seconds and releasing. When powered back on it was an all-white blank screen. On (B)(6) 2025 16:00: biomed confirmed no patient harm was reported. Screen is still white. A preliminary review identified the following issue: mechanical hardware failure (screen, no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for an lcd failure. The pump was run on a mock infusion but during it the screen went blank and the infusion kept running. An internal investigation was performed and the lvds cable was unseated and reseated but this did not resolve the screen blankness. The lvds cable will be replaced. No additional damage was identified internally.